Manufacturer narrative:
Section a4, a5, a6: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or after (B)(6), 2026. Section d6b: if explanted; give date: unknown, information was requested but not provided. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into four pieces and coated in viscoelastic residue. The lens was cleaned and scratches were observed and a haptic was detached. The physical characteristics of the received lens were confirmed to match that of a drn00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A physician reported that a preloaded multifocal intraocular lens (iol) was implanted in the patient¿s right eye. Postoperatively, the patient experienced poor near vision, and refraction revealed approximately +0.75 diopters (d) of hyperopia. The physician planned to explant the lens and replace it with the same iol model at a higher diopter power (26.0 d). Additional information indicated that the explant procedure was completed. No further information was provided.